Manufacturer narrative:
(B)(4). If implanted; give date: na (not applicable) as the lens was not implanted.if explanted; give date: na (not applicable) as the lens was not implanted therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the surgeon started dialling the intraocular lens (iol) into the eye, it was very tight. The surgeon decided to stop the implantation and used another iol without any harm to the patient. No further information were received.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation in a plastic bag inside the original box. Visual inspection, using a microscope at 10x magnification, showed that a portion of the lens was jammed at the cartridge tip. The other portion of the lens was not returned. A lens haptic was observed adhered to the surface of the cartridge. The cartridge tip was observed deformed. The customer's reported complaint was not verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.